Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was not communicating. The customer stated that the user was able to retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) found the station offline. The issue was caused by the ethernet cable being plugged into the wrong port on the wall by the customer. Fse reseated the ethernet cable to correct network port to resolve the issue. Fse verified by logging into the station and checking the data synchronization. The customer also confirmed that the repair was successful. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(4).